Event description:
During a (tae) transarterial embolization (target lesion: unk), the product (prowler) was advanced through the guiding catheter (brand and size: unk). When the physician tried to locate the product, the tip of the prowler microcatheter (mc) was noted to be separated in the guiding catheter (gc). The separated part of the mc was completely removed from the patient with the gc, and another mc was used for the procedure. Additional information indicated that all parts of the product were retrieved; no part of the product remained in the patient. The product was new. After removal from the package and during prep, the product was undamaged. After the reported event was noted, the product was discarded. No pictures or further information was available. A description of the separated tip is not available. It was reported that the target site and type of procedure (peripheral/intra-cerebral) was unk. There was no information as to whether the mc was inserted through a rotating hemostatic valve as outlined in the IFU or a stopcock.

Manufacturer narrative:
Based on the limited information provided and no product or pictures available for analysis, no conclusion can be made regarding the cause of the reported separation of the prowler mc. The DHR review performed for this lot indicates that product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan), including catheter pull test inspection results.